Manufacturer narrative:
The event occurred in (B) (6). (B) (4) : will not be returned to manufacturer

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 30 mg/dl and 80 mg/dl 2) 29 mg/dl, 78 mg/dl, 70 mg/dl, 69 mg/dl, 16 mg/dl, and 73 mg/dl the comparisons were performed 30 minutes apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device. However, customer did not return the test strips; replacement was sent.